Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that one bd vacutainer® eclipse¿ blood collection needle with pre-attached holder has been found experiencing safety shield failure during use. The following has been provided by the initial reporter: it was reported that the safety shield came off resulting in a needle stick injury. On (B)(6) 2019 - the hinge of the safety cover failed on the above product, resulting in the safety cover connection failing and coming off; the staff member received a needle-stick injury when attempting to engage the safety cover. The needle was contaminated (blood) from its intended use. The defective device was disposed of in the sharps container. Rcvd an email from the customer providing the following information: was there medical intervention for the staff member? If yes, provide the details. The staff member experienced a needle-stick injury with the device and it was contaminated with blood from the patient being cared for. The injured staff member had bloodwork taken as a result. Was a holder used? (Applicable only for non-preattached product) yes, if yes, when putting on holder are they using the shield to tighten the needle into holder? No, the device has safety caps to grip. How are the needles stored (stored in the box, loose in a different container, etc) loose in clean core bin with disposable safety caps on. How are they activating the safety shield? (Using thumb to activate the safety shield, using a hard surface, etc) activating with thumb did the safety shield fall off in one piece or was it broken? The safety shield broke if the shield did not fall off in one piece, which part of it was broken? (At the hinge, top half of the shield, etc) the safety shield separated at the hinge.